Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was re-inserted to a lower region of the patients chest so it would not be "poking out". Ipg remains in use. No patient complications have been reported as a result of this event.